Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and the insulin pump alarmed no delivery. The customer¿s blood glucose was 577mg/dl at the time of incident. The customer also reported blood glucose of 386mg/dl. Customer treated it with the insulin pump. The customer also received low battery alarm. The insulin was exited during 5.0-unit prime. Troubleshooting determined that the insulin pump was working as designed. The insulin pump will not be returned for analysis.